Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the tenaculum forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint "wiring broke off". The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was missing from clevis. Pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. Root cause of this failure is attributed to a component failure. Additional observation not reported by site: the instrument was found to have an excessive amount of dried residue around the clamping pulley cable grooves. The root cause of residue instrument clamping pulleys is typically attributed to the user, most commonly caused by improper cleaning/reprocessing techniques, such as insufficient flushing. No images or video were submitted for review. A review of the instrument logs for the tenaculum (part# 470207-10/ serial# (B)(4)) was performed. Per logs, the instrument was last used on 13-july-2022 on system sk2497. The instrument had 4 uses remaining. This complaint is considered a reportable event due to the following conclusion: this instrument is designed with two pitch cables each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. Furthermore, it was alleged that the instrument broke and a fragment fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure with no patient injury. At this time it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted hysterectomy - benign surgical procedure, the customer advised that the wiring broke off instrument. The incident involved a fragment that fell inside the patient that was retrieved during the same da vinci-assisted procedure. The procedure was completed with no further consequences. Intuitive surgical, inc. (Isi) attempted to obtain additional information via follow-up. However, no further details have been received as of the date of this report.